Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the patient reported that they'd had problems with the ins since implant date. The patient stated that they had problems with their bowels when they came home from the ins surgery, noting that it felt like they were pushing out the thick part of a baseball bat when trying to have a bowel movement. The patient mentioned that the bowel issue has remained consistent. The patient continued to experience urinary urge incontinence as well, noting that urine dribbled out when they felt like they had to urinate and they couldn't make it to the bathroom in time. The patient mentioned that they tried to change the therapy settings twice but continued to experience the same symptoms. The patient also mentioned that they sometimes got a burning sensation at the lead site, which was something they had never experienced before. The patient added that they never felt stimulation with their current ins, but they felt it with the previous ones. The patient connected to the ins during the call and confirmed the therapy was turned on. The agent redirected the patient to their healthcare provider (hcp), but the patient did not have a managing hcp at the time of the call. The patient's managing hcp left their practice. The patient thought an registered nurse was supposed to take over for their prior doctor, but they weren't sure if the nurse would be able to address their situation. The patient wanted to make a change to the therapy settings to see if that would help, so agent reviewed considerations and the patient decided to change to a different program. The patient did not feel any stimulation as they increased the amplitude on the new program, but they said they would maintain the settings anyway and monitor their symptoms. The agent emailed physician listings to the patient.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b133 (lot: va32757); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.